Event description:
It was observed that during the device evaluation, the colonovideoscope had been in contact with contamination. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026. Sampling from: air/water channel. Cfu: 2. Bacterial identification: micrococci, micrococcus luteus/lylae. Sampling date:(B)(6) 2026. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: none. (B)(6) 2026. Sampling from: instrument channel. Cfu: 9. Bacterial identification: solibacillus sp, sutcliffiella sp. Sampling date: (B)(6) 2026. Sampling from: suction channel. Cfu: 2. Bacterial identification: priestia megaterium. A review of the service history record did not reveal failures that could have caused the reported contamination. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.